Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for procedural complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to alberta privacy regulations and ahs privacy policies. A2: age & date of birth: requested, not provided due to alberta privacy regulations and ahs privacy policies. A3a: sex: requested, not provided due to alberta privacy regulations and ahs privacy policies. A4: weight: requested, not provided due to alberta privacy regulations and ahs privacy policies. A5: ethnicity: requested, not provided due to alberta privacy regulations and ahs privacy policies. A6: race: requested, not provided due to alberta privacy regulations and ahs privacy policies. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: senior clincial risk advisor. H4: device manufacture date: unknown due to unknown lot number. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: with radial tr band in situ, three hematomas developed on the patient proximal to the tr band. The tr band was not manipulated nor was air released during that time. Decreased distal circulation, and multiple hematomas. There was minimal harm to the patient. Unexpected or prolonged care occurred. The procedure was a mechanical radial artery compression post angiogram. Additional information was received on 24oct2025: on chart review the account was unable to discern the size of the hematomas.